Event description:
It was reported that when the patient presented to the clinic, the patient noticed their heart rate was slower than usual. When the physician attempted to interrogate the device, no communication could be established. A suspected premature discharge of the battery was noted. Additionally, it was noted the device went into backup mode due to the low battery. The patient was asymptomatic. The device was explanted and replaced. The patient was stable prior to the procedure and post-procedure.

Manufacturer narrative:
The reported events of premature battery depletion, failure to interrogate and device in backup mode were confirmed. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.